Event description:
It was reported that on unknown date, patient underwent for a procedure. The surgeon broke the guide rod while using it off-label by trying to bend it. There was a one minute of surgical delay noted. Fragments were generated but they were easily removed without additional intervention. The procedure was successfully completed. Patient status is unknown. This complaint involves one (1) device. This report is for one (1) 2.5mm reaming rod with ball tip/950mm-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: supplier ¿ (B)(4) precision metals / inspected, packaged and released by: (B)(4). Release to warehouse date: 03-aug-2021 expiration date: 30-jun-2030 part number: 351.706s, 2.5mm reaming rod with ball tip/950mm - sterile lot number: 94p0973 (sterile) lot quantity: (B)(4). Two pieces were scrapped in cell at (B)(4), vendor purchase, for an unacceptable surface finish ¿ pits. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, incoming final inspection, 351if706 rev t met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 04-may-2021 was reviewed and determined to be conforming. Tensile strength specified as minimum 2000. Certified at 2324. Tensile strength of ball tip specified at minimum of 1023. Certified at 1310-1514. Certification of heat treat supplied by temperature processing to (B)(4) dated 13-apr-2021 was reviewed and determined to be conforming. (B)(4) was initiated at (B)(4), prep/seal order due to an operator completing paperwork at the label generate function prior to being fully certified to perform that process. The lot was reworked / repackaged, and the disposition of the nr was ¿release from hold¿. Packaging label log (pll) lppf rev g, lmd rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: part number: 41033, mp35n*ri2.50 lot number: 78p3547 lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certificate supplied by (B)(4) dated 28-oct-2020 was reviewed ad determined to be conforming. Lot summary report dated 23-nov-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review oct 12, 2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.